Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that the stent delivery system got stuck a 0.035 inch guide wire. The delivery system and guide wire were removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. A guide wire was found to be stuck in the delivery system and could not be removed during sample evaluation. The completely released stent was not returned which leads to the conclusion that the stent release occurred after removal of the delivery system from the patient. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with insufficient flushing of the delivery system since insufficient lubrication can cause high friction in the guide wire lumen. In this case, it is unknown whether the system was sufficiently flushed prior to use. Also the usage of a damaged or inappropriately sized guide wire may contribute to this type of event. In this case, a device compatible 0.035"' guide wire was used. Also rough handling of the device may be a contributing factor to the reported event as this may lead to device damage. On the basis of the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be identified. The IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU indicates that the device must be sufficiently flushed through both luer lock adapters. Furthermore, the IFU states that the lifestar biliary stent system is only compatible with a 0.035" (0.89 mm) guide wire.

Event description:
It was reported that the stent delivery system got stuck over a 0.035 inch guide wire. The delivery system and guide wire were removed as a single unit. There was no reported patient injury.